Event description:
Additional information received indicated the myopotential oversensing resulted in inappropriate antitachycardia pacing.

Event description:
During follow-up, myopotential oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.